Event description:
Customer reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin and not cleaning the pump pneumatic tap. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer on cleaning the pump pneumatic tap. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin.